Manufacturer narrative:
(B) (4)

Event description:
Device malfunction: none. Symptoms/ae: occlusion. Time of symptoms/ae: post stenting procedure. It was reported that three xience v stents were successfully implanted in the proximal rca (2.5x8 xience v stent) and the mid rca (3.0x18 and 3.0x12 xience v stent) on (B) (6) 2010, approximately 7 days post procedure, the 3.0x18 xience v was found to have occluded. Assuming the stent was occluded with thrombosis a whisper guide wire and a non-abbott guide wire were used to penetrate the occlusion; however, as the substance which occluded the stent was so solid that both guide wires could not advance through the substance. The source of the substance is unknown. As collateral vessels had developed, no further treatment was done. Though requested, no additional information was provided.